Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the during a follow up in clinic the stable patient received a shock appropriately for ventricular fibrillation, during which the discrimination channel recorded many oversensed events with extra-cardiac signals were from myopotentials. The device was reprogrammed to what was recommended by tech services. The patient has not had any further issues.